Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump underinfused avastin during patient therapy in the outpatient(B)(6) treatment unit. 118-ml was set to be infused (volume of both cytoxan and solution) at a rate of 750 ml/hr. The pump stated the infusion was complete when it was not, and the user had to program an additional 45-ml (initial volume to be infused programmed was 110-ml) into the pump to infuse all 118-ml. When the infusion was complete, the pump displayed that 155-ml had been infused instead of the 118-ml that had actually been infused. It was also reported there was no patient injury.